Manufacturer narrative:
Based on the available information, the cause of the intra-operative complications (i.e. Punctured artery and lacerated bowel) leading to the patient's subsequent demise cannot be determined. However, it is noted in the FDA voluntary report that the intra-operative complications were due to unspecified "surgical errors." There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. System and instrument log reviews could not be performed as there was lack of product and procedure information. No image or video clip for the reported event was submitted to isi for review. The procedure date, site name, and da vinci system information are unknown. A review of the event was conducted by an isi medical safety officer (mso) and the following additional information was provided: based upon the information in the description of events, there is insufficient information to determine the extent that the da vinci system, instrumentation, and/or accessories may have contributed or caused the patient¿s mortality after undergoing a da vinci-assisted hernia repair. The details of the operative procedure, including the alleged intra-operative complications, are unknown. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted hernia repair procedure, the patient sustained a punctured artery and lacerated bowel. The patient experienced ¿extensive internal bleeding," became septic, and subsequently expired within three days postoperatively. The cause of the operative complications leading to the patient's subsequent demise is unknown. However, per the FDA voluntary report, the initial reporter indicated that the intra-operative complications were due to unspecified "surgical errors." There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
On 22-jun-2022, intuitive surgical, inc. (Isi) received FDA voluntary report with MDR report #mw5110378 with the following event description: "the patient had a mild hernia that needed repair. It was done robotically using the davinci system. The patient had a punctured artery and a lacerated bowel from surgical errors during the procedure. There was extensive internal bleeding. The patient became septic and within three days was dead. The patient was healthy when he walked in even though he was an older patient. The patient went to the hospital with upper abdominal pain. It was determined he had a hernia and he was sent to a doctor to have it repaired. FDA safety report ID # (B)(4)." Per the FDA voluntary report, the initial reporter elected not to be identified. In addition, patient information was not provided and deemed "not releasable."